Event description:
The customer obtained both higher and lower than expected, imprecise ammonia results on vitros liquid performance verifier ii lot f2093 quality control fluid, using two different vitros amon microslide lots on a vitros 5,1 fs chemistry system. Both higher and lower than expected, imprecise ammonia results were obtained using vitros amon slide lot 1014-0231-3411, and lower than expected ammonia results were obtained using vitros amon slide lot 1015-0232-5519. Vitros amon slide lot 1014-0231-3411. Vitros liquid performance verifier ii results of 125.2, 130.3, 130.1, 98.5, 136.5, 123.2, 126.7, 123.3, 217.7, 222.5 and 220.3 umol/l vs. And expected result of 171.0 umol/l. Vitros amon slide lot 1015-0232-5519. Vitros liquid performance verifier ii results of 131.0 and 117.8 umol/l vs. And expected result of 168.2 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that both higher and lower than expected, imprecise ammonia results were obtained from a quality control fluid was obtained while using two different vitros amon microslide lots on a vitros 5,1 fs chemistry system. The most likely assignable cause is due to an equipment related issue (incubator contamination), due to user error. The customer used markers that may be ammonia-based to write on the vitros amon cartridge boxes and ammonia-based cleaners were used in the laboratory. An ocd field engineer performed service actions to the microslide incubator subsystem. Post service performance testing verified that the equipment was returned to expected operation.